Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter first name: (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte 20ga x 1.16in catheter tip was damaged. This was discovered before use. The following information was provided by the initial reporter: nursing assistant reports that short intravenous catheter # 20, refers that when the input is uncovered and the bevel is checked to channel the patient, it is observed that the tip is flowered.

Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production h3 other text : see h.10.

Event description:
It was reported that insyte 20ga x 1.16in catheter tip was damaged. This was discovered before use. The following information was provided by the initial reporter: nursing assistant reports that short intravenous catheter # 20, refers that when the input is uncovered and the bevel is checked to channel the patient, it is observed that the tip is flowered.